Event description:
It was reported by service report that the bed was missing the motion interrupt pan. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was missing.